Manufacturer narrative:
The user reported discrepancies between the bg and sg values on (B)(6) 2025 where user's sg was 69 mg/dl and bg was 133 mg/dl. The case was escalated to next level support for further assistance. During our review of the examples provided by the user, we noticed that not all bg values were entered in the system. We suggest that the user enters bg values into the system, as calibrations or glucose events, when these differences are observed. As per the case information, as per notes, the user was provided the response from next level support and agreed with the information provided,

Event description:
On 09 may 2025, senseonics was made aware of an incident where reported inaccuracy in sensor readings. No injury or medical intervention was reported.

Manufacturer narrative:
User reported an event where the system showed results that are different from glucometer measurements. The user was educated about sensor lag and system behavior during early wear-in days but remained unsatisfied with the explanation. The case was escalated to next level support, which reviewed the system and noted some variation in sensor values. It was suggested that the discrepancies might be due to the insertion site or early system settling. The user was advised to enter bg values into the system to help it adjust and to continue calibrating as prompted. During a follow-up call, the user confirmed that readings were improving and closer to expected values. The case was closed after confirming the system was functioning with up-to-date data and no further action was needed. B4. Date of this report 06 august 2025. G3. Date received by the manufacturer? 06 august 2025. H6. Investigation conclusions updated to 22.